Event description:
N/a.

Manufacturer narrative:
As reported in a research article, bail-out navitor in navitor for higher radial force. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incidents may be associated with the patient¿s underlying comorbidities, including heavy calcification; however, the exact cause cannot be determined. The reported interventions were result of case specific circumstances, as post-implant valvuloplasty subsequently valve-in-valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "bail-out navitor in navitor for higher radial force", was reviewed. The article presented a case study of an 88-year-old male patient with severe aortic stenosis and mild aortic regurgitation. It was reported that on an unknown date, a 27mm navitor valve was chosen for procedure. During procedure, several attempts were made to deploy the valve but unsuccessful as the valve migrated into the left ventricle possibly due to calcified, thick leaflets. A decision was made to recapture and replace the 27mm navitor valve with a new 25mm navitor valve. Post-deployment of the 25mm navitor valve, transthoracic echocardiography (tte) confirmed severe transvalvular leakage (tvl) and mild to moderate paravalvular leakage (pvl) likely due to under-expansion of the valve frame without evidence of non-uniform expansion. A post-dilatation was performed with a 20mm compliant balloon that improved under-expansion and reduced the pvl but failed to improve the tvl. A decision was made to perform a transcatheter valve-in-valve procedure with a second 25mm navitor valve. Post-implant of the second 25mm navitor valve improved stent frame expansion, completely resolved tvl, and reduced pvl to mild. One-month echocardiography showed a mean pressure gradient of 4mmhg and trivial pvl. [The primary and corresponding author was toru naganuma, department of cardiology, new tokyo hospital, chiba, japan, with corresponding email: torunaganuma@gmail.com)]